Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the adhesive tape was not sticking. Moreover, there was rash and infection at the site. No further information was available.